Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen possibly due to the patient's abnormal anatomy.

Event description:
In (B)(6) 2016, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient reported radicular pain following the surgery. The surgeon determined that the most cranial implant was malpositioned and was impinging on the neuroforamen, irritating the nerve root. The patient has s1-s2 lumbarization that may have contributed to the malpositioning. One week after the initial surgery, the surgeon performed a revision surgery where the most cranial implant was removed and replaced in a new position to alleviate the nerve root irritation. No other implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision surgery.